Event description:
Pt was using the body support assisted by caretaker to be lifted over walk in tub. Client states caretaker could not lower the lift, causing pt to eventually fall out of the lift into the bathtub. Pt did not have the leg supports on at the time. The body support was used with a ceiling pt lift.